Manufacturer narrative:
Analysis of the patient programmer (B)(4) found that the bottom case assembly was corroded.

Manufacturer narrative:
Fdc was escalated and the root cause was not determined so (B)(4) is the most applicable code to use.

Event description:
Additional information from the patient reported that the pp quit working and she was sent a replacement. Additional information from a healthcare professional reported that the patient used to be a severe leaker and had only leaked once since surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to power up their patient programmer. Changing the (B)(6) batteries did not resolve their issue. The patient was using (B)(6)batteries. The patient also noted that they had a return of leakage. The change in therapy/symptoms was reported to be sudden. Additional information reported that the patient replaced the batteries with brand new regular (B)(6) batteries but they did not resolve the issue. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.